Event description:
The customer called in for help with her meter. While troubleshooting, she performed 2 control tests and received results of 46 and 23mg/dl. The normal control range is 98-136 mg/dl. The customer did not adjust medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.